Event description:
It was reported by the rep that the (1) tlh90 and the (1) tr90 were used during an unknown procedure. It was reported that midway of the staple line did not form (second firing). There were incomplete staples. The case was finished by hand sewing. The pt consequence was not reported.